Event description:
The service report shows while performing incoming evaluation the leak test failed. The nellcor puritan bennett factory service technician inspected the device and replaced the cup seal. The unit passed extended service final testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.